Manufacturer narrative:
Investigation - the devices were not received. Failure description due to a lack of the components, a failure description is not possible. Batch history review the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error explanation and rationale on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. Based on our experience, we suspect that failure is patient (e.g. Due to overload) or usage (e.g. Due to an improper implantation situation) related. Conclusion and root cause see rationale. Corrective action - a CAPA is not required.

Event description:
Update: revision surgery was (B)(6) 2020. A plasma cup msc 46 mm, bi-contact sd # 9, ceramic liner, and ceramic head 28 mm s were inserted. The ceramic head was damaged. The broken pieces and the ceramic liner was removed. The acetabular cup was well fixed and it was not replaced. Treatment details are as follows: a trial liner and a trial head were attached. Added a screw without removing the cup. An asymmetric liner was inserted. Selected xl for the head to suppress dislocation. Used delta revision head xl.

Manufacturer narrative:
Investigation on going. Additional information / results will be submit in a supplemental report.

Event description:
It was reported that there was an issue with product biolox prosthesis head. The original total hip arthroplast (tha) occurred on (B)(6) 2005; postoperatively, it was found that the ceramic head was damaged. That was confirmed on computed tomography (CT) images on (B)(6) 2020. Date of revision surgery has not been fixed. It is anticipated that the head and liner will be replaced. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4) reference (B)(4). Involved components: nh091-sc/msc ceramics insert 28mm 44/46 sym.-51167506, nh146t-plasmacup msc size 46mm-51213479, nh146t-plasmacup msc size 46mm-51213479, nk709t-bicontact sd plasmapore 12/14 size 9mm-51207564.